Event description:
According to the report, the CT scan showed there was false aneurysm in the patient in which bioglue was used in a previous surgery. When the doctor performed a re-operation, he found a hole in the area of the previous repair. The doctor attempted to perform a bentall procedure, but he could not anastomose the graft and coronary artery because the tissue around the ostium of the coronary artery of the patient was in fragile condition. The patient ultimately expired.

Manufacturer narrative:
According to the report, CT scan showed a false aneurysm in the patient in which bioglue was used in a prior case. When the surgeon reoperated on the patient, he found a hole in the area where commissure of aortic valve resuspension was conducted in the amputation stump plasty. He also found that the area where bioglue was applied had "burst." The doctor tried to perform a bentall procedure, but he could not make an anastomosis between the graft and coronary artery because the tissue around the ostium of coronary artery of the patient was in fragile condition. The condition of the tissue was too fragile and he couldn't apply a cabrol technique. The patient subsequently expired. The surgeon noted that bioglue had a bloody color. He suspects that bioglue could have influenced the fragile tissue. Therefore, an investigation was performed. It is difficult to draw a conclusion based on the appearance of bioglue as bioglue is known to darken in color after it has been implanted for a while. Given the available details, it is assumed the original surgery is likely to have been performed due to aortic dissection that extended into the root and caused a flailed cusp. The surgeon most likely tried to repair the aortic valve and sew the leaflet back into place, and applied bioglue in the false lumen of the dissection. He attempted to preserve the original tissue. However, the patient developed what looked like a false aneurysm around the root of the aorta. A different surgeon then performed a reoperation and found a hole in the area where the initial surgeon tried to perform repair of the aortic annulus, annuloplasty and resuspension of the leaflet. This is the source of false aneurysm and the surgeon attributed this to the aortic valve resuspension. The surgeon decided to perform a bentall procedure, but could not because the tissue around the coronary buttons was so friable. Therefore, a cabrol technique was attempted. He tried to extend the coronary arteries to attach them back to the aorta, but this is prone to complications due to the nature of the procedure. Some of the remaining muscular wall of the aorta may become necrotic due to disruption of the blood supply that the normal architecture of the aorta provides. This would be a result of the initial dissection that damaged the aortic tissue and the coronary artery tissue, and is not directly related to bioglue use. However, no definitive conclusions can be made with the available information.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.